Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during a procedure. According to the complainant, approximately two weeks following the completion of a procedure with the dreamwire the patient presented with pain and discomfort. A scan revealed that part of the guidewire had detached into the patient's pancreatic cyst. The physician removed the guidewire piece. Following the removal, the patient condition was reported to be fine.

Manufacturer narrative:
Although the patient's exact age is unknown, the patient is over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of detachment of part of the guidewire. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.